Event description:
The manufacturer received information alleging a patient's ventilator was alarming for 11 minutes for a circuit disconnection alarm. There was no response from the hospital staff to the alarm. The patient cardiac arrested and was resuscitated successfully. The ventilator's downloaded event logs were reviewed by the home care company. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction.  The homecare company determined the device did not cause or contribute to the reported event.